Event description:
The surgeon inserted the cc4204a collamer single piece lens and the lens tore upon insertion. The lens was removed , discarded and replaced with another staar lens without any patient injury.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search we were unable to determine a specific root cause of the event claim # (B)(4).